Manufacturer narrative:
The report of ¿pain at ipg site¿ was not confirmed. Discomfort or pain at the ipg site is commonly associated with patient anatomy and/or the location of the ipg pocket site and is not device related. The report of ¿ineffective therapy¿ was confirmed. Microscopic inspection of lead a found an area where all internal wires were broken. The cause of the fractures are unknown. As the patient did not report any falls, accidents, or trauma.

Manufacturer narrative:
Date of event is estimated. Date of explant is unknown. The results of the investigation are inconclusive since no products were returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient was experiencing ineffective therapy. As a result, surgical intervention was undertaken in (B)(6) 2024 wherein the full drg system was explanted to address the issue.

Manufacturer narrative:
Correction section e: physician and facility information updated.